Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk. Unable to perform the a21 error test, prime test, excessive no delivery test and occlusion test or verify excessive no delivery alarm due to motor error alarm. The insulin pump was received with normal operating current and p passed self-test, off no power test also, passed the displacement test. The motor was tested outside of the device and passed. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motor error with their insulin pump and high blood glucose levels. The customer's blood glucose level at the time of incident was 430mg/dl. The customer treated with manual injection. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.